Event description:
It was reported that the ilet user experienced high glucose with a cgm reading up to 382 mg/dl after eating bread and grapes without announcing the meal; the pump reservoir decreased rapidly and wetness was noted at the infusion site, and a subsequent site change revealed a bent cannula on an inset placed on the stomach. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and spouse, analysis of information provided, and troubleshooting of insulin delivery including a site-only supply change. Investigation of this case revealed no device problem and a usage problem identified, with an improper or incorrect procedure related to meal announcement and a device component relevance to the user interface, and the bent cannula at the site. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.